Event description:
It was reported that a priming bolus was incorrectly performed. At a pump replacement on the day of this report, there was only a 0.199ml back table prime instead of the 0.289ml. The catheter was clamped with drug. It was stated that the patient would ¿rather have an underdose effect¿. The device system was used to deliver baclofen 2000mcg/ml at 545mcg/day. At the time of this report, the patient was doing ¿okay¿.

Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2003, product type: catheter; product ID 8840, product type: programmer, physician. (B)(4).